Manufacturer narrative:
Device evaluation details: the catheter was returned to biosense webster for evaluation. Bwi conducted a visual inspection and force test of the returned catheter. Visual analysis of the returned catheter revealed reddish material inside and a hole in the pebax on the device. Carto 3 test was performed, in accordance with biosense webster inc. (Bwi) procedures. The returned sample was connected to carto 3 system and error 80 was displayed in the screen, also, black rings were observed. Therefore, the catheter was dissected and the sensor values were found within specifications, with this information, the failure can be attributed to a potential pc board failure. A failure analysis was performed, and the device was dissected on the tip area, the electrical wire were found broken from cut to tip causing the improper black rings a manufacturing record evaluation was performed, and no internal action was found during the review. As part of bwis quality process all devices are manufactured, inspected, and released to approved specifications. The evaluation determined that the cause of pebax damage failure cannot be established. The event described force issue was unable to duplicate during the product investigation however, the blood inside the pebax area found could be related to the reported issue. The instructions for use contain the following warning stated in the carto 3 system manual: in order to achieve optimal force reading accuracy and stability, allow the catheter to warm up for 2 minutes after connection to the carto"3 system, prior to use of the force feedback feature. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
A patient underwent an ablation procedure with a thermocool¿ smart touch¿ sf bi-directional navigation catheter for which biosense websters product analysis lab identified a hole on the pebax area during returned product analysis. It was initially reported by the customer was that the carto 3 system was displaying high force readings when the catheter was plugged into the patient interface unit (piu). The cable was replaced without resolution. The catheter was replaced and the issue was resolved. The carto 3 system is operating per specs and is not responsible for the product issue. The customer reported high force issue is not considered to be MDR reportable since the issue is highly detectable. The potential risk that it could cause or contribute to a death or serious deterioration in state of health is remote. On 26-may-2021, the bwi product analysis lab received the complaint device for evaluation. On (B)(6) 2021, the device was inspected and found with a reddish material and a hole in the pebax. This finding of a hole in the pebax is considered to be MDR reportable since the integrity of the device is compromised. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual analysis on (B)(6) 2021 and reassessed it as MDR reportable.